Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0054-eo - g. Precautions - 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. The most likely cause of the reported failure can be attributed to user error of the device due to incorrect surgical technique during the knotless mechanism conversion process, and/or excessive force applied during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On november 24, 2025, a sales representative reported via phone that an ar-8991 fibertak® dx suture anchor backed out during a brostrom procedure on (B)(6) 2025. The anchor dislodged after insertion. The patient had average bone quality, and the site was prepared using a 1.8 mm drill from the ar-8991ds disposables kit. The event caused an approximate 30-second delay, with no additional anesthesia required. The procedure was completed successfully, with no reported patient harm.